Event description:
It was reported that during pre-use testing, the colonovideoscope, exhibited error code e315 scope unsupported scope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image not coming back. Based on the results of the investigation, it is likely the following led to the malfunction: image not coming back due to corrosion in charged coupled device (micro board) and printed circuit (pc) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.